Event description:
Initial result for a pt calcium was 7.7 mg/dl. When repeated, the result was 9.4 mg/dl. The incorrect result was not used to guide therapy. The field service representative could not determine a cause for the discrepant results.